Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported, after completion of the initial surgery a right ventricular laceration was noted and treated with medical intervention. On pod#2, the patient developed cardiac arrest and bright right blood saturated the dressing. Further examination of the site revealed that the source of the bleeding was likely from the mitral valve annulus in the form of an annular rupture and the site was repaired. There was also a rupture of the left ventricle. The patient was placed on vaecmo for support. There was no allegation of device malfunction or allegation of the device causing or contributing to a serious injury. However, initially a 25mm sizer did not fit and after excision of the posterior leaflet, a 27mm valve was implanted. Although the valve was reported to be seated appropriately, there is a possibility that oversizing may have led to the annular rupture and subsequent left ventricular rupture. The device was not returned for evaluation, as it remained implanted. Based on the available..., the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was not reviewed at this time. A supplemental report will be submitted upon completion.

Event description:
Edwards received in formation that this patient underwent mitral valve replacement with a 27mm pericardial mitral valve. The patient also underwent aortic valve replacement, tricuspid valve repair, and a maze procedure. Per obtained medical records, during the mitral valve replacement, the 25 mm sizer did not fit. The surgeon therefore excised a good portion of the posterior leaflet which was heavily calcified but fortunately there was little calcium going to the annulus itself. The annulus now accepted a 27mm valve which was implanted and appeared to be seated appropriately and all leaflets were moving. The patient was taken to cicu in critical condition. Postoperatively, her chest was left open due to coagulopathy. The patient was doing reasonably well in the intensive care unit, and suddenly this morning, suffered an asystolic cardiac arrest and was found to have a large amount of blood emanating from the dressing. The chest was therefore opened in the intensive care unit. The surgeon carefully inspected all aspects of the heart. He found that there was a rupture of the left ventricle posteriorly along the diaphragmatic surface, lateral to the posterior descending artery and close to an obtuse marginal branch. The team assessed the laceration and it was considered to be arising from the mitral valve annulus in the form of an annular rupture; however, it was very discrete, and there was no hemorrhagic myocardium around this area. Therefore, it was agreed to proceed with attempted repair directly. The repair did improve the leak; however, there was still some blood emanating from the laceration. Therefore, the entire repair was oversewn again with 3-0 prolene suture in 2 layers, correcting any further bleeding. The area of myocardium serviced by this obvious motor branch that was ligated was hypokinetic. The risk of bypassing at this time was too great. It was felt to be unwise to come off pump at this point, and wanting to decompress the ventricle for a period of time, the surgeon made the decision to proceed with extracorporeal membrane oxygenation. The patient was then returned to the cardiovascular intensive care in critical condition. The patient was later weaned off ECMO and remained in the ICU.